Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: it was, I believe, 5 suture packs used out of a new box. All on one patient. They broke one right after the other which is highly unusual and so my dvm switched to a different suture. I have returned the box containing the leftover unused suture. Device analysis: one opened box with one empty opened foil and twenty-four packets code y303h, lot rkmktz were returned to ethicon for evaluation. Visual and functional test were performed on the retuned device. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using a instron and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported: 2210968-2022-05202, 2210968-2022-05203, 2210968-2022-05204 and 2210968-2022-05205.